Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the customer experienced elevated blood glucose (bg) level ranging from 157-525 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, the cartridge had been in use for more than 48 hours. Tandem technical support educated the customer on insulin labeling. Lastly, it was reported the customer¿s personal profile required adjustments. Customer to contact healthcare professional in order to do so.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.